Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 (air in line) that appeared while using the homechoice (hc) unit during the initial drain. Gts explained the error and had the patient cycle power and start over with new supplies. No injury or medical intervention was reported.